Event description:
It was reported that a clearlink paclitaxel set leaked. After the user initiated the chemotherapy infusion, the set was observed to be leaking at the attachment right at the filter. The leaking occurred at the bedside but the patient and staff were not exposed to the chemotherapy solution. The customer reported the set was leaking while it was attached to the pump and he was able to work with the doctor in order to have the patient receive the full dose of chemotherapy treatment. There was patient involvement but no patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.